Manufacturer narrative:
A partial lead with the distal tip measuring 54.3cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.7-13.0cm from the distal tip. The etfe coating was intact at his location.

Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).